Event description:
The pt was implanted with biventricular support. It was reported by the vad coordinator that the pvad lvad was exchanged due to thrombus formation. The pump was exchanged without issue.

Manufacturer narrative:
The pump exchange was performed as planned. The MFR is attempting to acquire the device for eval. No further info is available at this time. A supplemental report will be submitted when the MFR's eval has been completed.